Event description:
Boston scientific crm received information that this lead exhibited high out of range impedances and loss of capture.

Manufacturer narrative:
The lead was explanted and replaced without incident. There were no adverse patient effects reported. The leads were discarded following the procedure and will not be returned for analysis.